Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent urethrolysis and vaginal cuff mesh revision on (B)(6) 2003 due to incomplete bladder emptying, uti and mesh erosion. It was reported that the patient underwent bilateral sacrospinous ligament fixation and revision of vaginal cuff mesh with surgisis graft implanted on (B)(6) 2004 due to dyspareunia and vault prolapse. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and meshes were implanted. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urinary retention, urinary frequency, nocturia and urgency. No additional information was provided.